Manufacturer narrative:
Delay provided in description. Initial reporter updated.

Event description:
There was no delay to the procedure.

Manufacturer narrative:
Additional information: patient demographics provided. Device manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task. It was reported that halfway through the case, the surgeon felt inaccurate by 2mm and experienced a cerebrospinal fluid (csf) leak. The surgeon was able to repair the damage during the case. The surgery was completed with navigation. Patient exam included a passing registration. The registration had good coverage over the nose. It did not collect a large variety of points on the forehead, only going straight across in either direction. Patient was older and had loose skin on the face, which may have contributed to alleged inaccuracy of the registration.

Manufacturer narrative:
Corrected to include serious injury information.